Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The difficulty deploying the foot was not confirmed. A review of the lot history record revealed, no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty deploying the foot and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication, of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, device available for evaluation: estimated date. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device with a 6f sheath after a pulmonary interventional procedure. Reportedly, the foot plate could not be deployed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.